Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The curved bipolar dissector instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector sparked. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the arcing occurred between the jaws. There was no damage to the instrument due to the event. The issue occurred while cauterizing. A fenestrated bipolar forceps and a vessel sealer were in use when the issue occurred. The generator used was the erbe on settings cut 5 and coag 5. The instrument was in use during 30 minutes before the incident. The instrument was not in contact with tissue. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was inspected prior to use and no damage was observed. The instrument was connected properly. The instrument tip did not touch any staples, clips or sutures while energized. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating.